Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 8/7/1997 and was last repaired on (B)(6) 2013. Eval of the device observed that it was not running upon receipt. Prior to repair, the device was outside of calibration at the zero thickness setting on the left side. During repair it was observed that the planetary gears were damaged. The cause of the complaint was most likely related to the damaged planetary gears. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not working. Add'l clinical f/u with the rptr indicated that the device made a rattling noise and stopped working in the middle of a graft. It was also reported that two previous attempts at harvesting a graft on this pt during the procedure produced unacceptable grafts. An alternative handpiece was used to finish the procedure. No add'l medical care was required for the pt as a result of add'l grafts required.